Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The longevity in (B)(6) 2023 was 5 years and currently it was 2.5 years. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The longevity in (B)(6) 2023 was 5 years and currently it was 2.5 years. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time. It was additionally reported that the device was explanted and replaced. It was not stated that the device would be returned.